Event description:
Account alleges the brake caster will not lock when the brake is set. There was no reported injury or incident.

Manufacturer narrative:
New brake casters have been ordered. No further information is available on the repair of the stretcher at this time.